Event description:
It was reported that high out of range pacing impedances and the intrinsic amplitude was out of range on the right ventricular (rv) lead of this pacemaker. This pacemaker and rv lead remains in service at this time. No adverse patient effects were reported. Additional information was requested from the field representatives. At this time, no further information is available. This investigation will be updated should further information be provided.